Event description:
I was using bebesounds nasal clear battery operated nasal aspirator on the patient, it was great at first but after being used for a while the rubber nostril attachments would fall off during use. The other night I was using it on my son and it fell off while using it and fell into his open mouth and went to the back of his throat. We were able to remove it quickly and he wasn't hurt. Dates of use: 3 months. Diagnosis or reason for use: nasal congestion.